Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was patient (pt) stated they need to get in touch with a rep to meet at healthcare provider (hcp) office, but are having trouble doing so. Pt said they are having severe issues with their ins for the upper back (when asked, pt said left-side ins). Pt said the "machine" keeps cutting out, pt will turn it off and "reboot it", and sometimes stim will work/sometimes not and they have to keep switching programs. Pt confirmed talking about issues with stimulation cutting out. Pt mentioned they keep ins running 24/7 as they have full-body rsd and when stim isn't working, pt said they can't move because they have so much pain. Pt said this started about a month ago, later said about 5 weeks ago, and said it was on and off, but now happens more frequently. Caller was redirected to the healthcare provider (hcp).